Manufacturer narrative:
Concomitant medical products: product ID 97702, serial# (B)(4), product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient was in surgery for the replacement of a battery that experienced normal depletion. The rep reported that a new battery was opened and leads were placed into the header. The rep reported that pre-operative impedance tests showed electrode #7 was greater than 10,000. The rep reported that intra-operative impedances were run multiple times and they never tested normal with this ins. The rep reported that the healthcare professional (hcp) didn¿t feel like he could insert the lead into the header completely. The rep reported that they checked impedances and many electrodes were greater than 10,000. The rep reported that the hcp wiped the leads with a dry 4x4 and then again with one that was damp with sterile water. The rep reported that the lead was reinserted, impedance test run and it still showed the electrodes out. The rep reported that the hcp also used suction to suck anything out of the header block. The rep reported that impedances were still not normal. The rep reported that the hcp then placed the leads in the battery that was being explanted and ran the impedance test. The rep reported that these results came back normal, like pre-operative. The rep reported that the decision was made to try a new battery. The rep reported that a new battery was opened and leads were placed in the header and impedance test was run. The rep reported that the impedances on the left column of the 2x8 were just like pre-operative and the right column had 3 electrodes that were greater that 10,000 but none of those electrodes were used in the patient previous programming so the hcp elected to take that result. The rep reported that the patient did very well post-operatively. The rep reported that the patient¿s original programming was duplicated to her new ins identically and was getting the coverage in all the same areas as she was previously. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.